Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.